Event description:
It was reported that this left ventricular (lv) lead was non-functional with loss of capture and high out of range pacing impedances greater than 2500 ohms consistently for the past four months. The patient was brought into the clinic to turn off the daily lead measurements, and discussed reducing lv outputs and potentially programming off sensing to reduce markers. The lead remains implanted. No adverse patient effects were reported.